Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings, advising that the "fio2 oxygen sensor bad". There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue it providing inaccurate fio2 (fraction of inspired oxygen) readings could not be confirmed. Ventec looked at the device¿s settings and found that preset 1 did not engage the fio2 monitor, presets 2 and 3 had fio2 alarms set to off, and that the fio2 value was equivalent to the atmosphere's ambient o2 levels. Ventec then downloaded the device¿s electronic records (system logs) for analysis where it was observed that o2 therapy had not been engaged. Ventec also observed that the device had previously logged multiple instances of the very low fio2 alarm, however, the alarm could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the oa2 board and oa2 cable to resolve any intermittent fio2 issues. The cause of the reported issue could not be conclusively determined.